Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.

Event description:
On 3/10/2023, the sales representative provided the following information via email: this occurred during a tsa procedure on (B)(6) 2023. The glenoid trial broke into pieces inside the patient, and all fragments were removed. The failure occurred during the extraction of the device. The case was completed successfully, and the patient is fine to date.

Event description:
On 3/3/2023, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock glenoid trial, medium broke into pieces and was disposed of. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.